Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was unable to be identified, testing on the monitor was unable to be performed as the monitor was scrapped due to a biohazard. No adverse event resulted from the defective response buttons.

Event description:
A us distributor returned monitor sn (B)(4) and reported the response buttons were non-functional.